Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's mother stated that they replace the batteries and the insulin pump's display returns. Review of the insulin pump's alarm history showed low battery alert, failed battery test, and off/no power alerts. The customer's mother stated that they did not receive a low battery alert prior to the off/no power alert. Troubleshooting showed that the insulin pump's battery cap appeared to be pushed down. The customer was sent a replacement battery cap and advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.